Event description:
Left breast implant inserted at physician office approx six years ago became deflated. Pt scheduled here for removal and replacement left breast implant. Deflated implant given to physician for return to MFR.